Manufacturer narrative:
The impella device was returned, and there was no issue found during the case. The device functioned/operated to specification.

Event description:
Us complainant reported that automated impella controller (aic) was aboard an ambulatory helicopter when it was hit by lightning. The department has requested it be returned for evaluation to ensure it was not damaged by the strike. The unit turns on without issue and displays no error messages, but staff are unable to test it onsite. No patient harm has been reported.

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15398: e2 health professional inadvertently was selected yes. E3 occupation changed to biomedical engineer. E4 should have been left blank . G1 reporting contact fax number missing. H3 evaluation summary attached inadvertently was not selected..